Event description:
The customer requested a driveline repair for the patient. A driveline repair was completed on (B)(6) 2023. Driveline fault alarms were intermitted. The rescue tape on the driveline was removed to find a small slit in the outer jacket. The driveline was exchanged and the driveline fault alarms returned shortly after the repair was completed which indicated that the alarms were related to an internal issue. Additional log files were sent for review on 11may2023 and pump stops were recorded. No action was planned and the patient denied a pump exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: elevations in pump power and flow were observed on 03may2023 and 04may2023. Evaluation of the submitted log files confirmed the reported driveline fault alarms, as well as low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline, based on previous complaint history, the alarms and abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Additionally, the reported damage to the outer jacket could not be confirmed as no images were provided for review. The submitted log files collectively contained data and events from 01oct2022 through 15nov2022, 15feb2023 through 14mar2023, and 03may2023 through 11may2023. Driveline fault alarms associated with yellow wrench advisories were captured throughout the file. Electrical continuity data recorded during the driveline fault alarms suggested a potential wire conductor breakdown issue with the black wire within phase 2. Additionally, low speed and pump stop events were captured on 03may2023 and 04may2023 while the patient was connected to the power module. A distal-end driveline replacement was performed on (B)(6) 2023 under work order (B)(4)and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulations or underlying conductors. Additional testing of the driveline was performed, and each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors of the remaining wires appeared to be completely intact. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate (hm) ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Section 1 of the IFU, "introduction", provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during regular follow up, the patient reported recurrent driveline faults. The driveline faults occurred more frequently since the last occurrence of driveline faults. The system controller was exchanged but the driveline faults were still occurring. X-ray images were taken and did not suggest any issues with the driveline. The patient was not a candidate for a pump exchange due to co-morbidities.

Manufacturer narrative:
Event: previous driveline faults were reported under manufacturer reference number 2916596-2022-12668. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.